Event description:
It was reported that there was a right ventricular (rv) lead integrity alert due to oversensing and high impedance. Follow up with the physician reported that the patient was deceased and died at home. It was noted by the physician office that a remote transmission was received indicating that the patient received therapy. The cause of death was requested and not known.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).